Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2017. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("for the past 10 years, from ovulation to menstruation: abdominal pain"), humerus fracture ("triple fracture of left humerus after falling on stairs") and postoperative wound complication ("partial necrosis of left nipple after breast reduction") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included benign polyp of uterus. Concurrent conditions included uterine polypectomy (resection of a benign polyp blocking the right tube) since (B)(6) 2015, breast reduction and tubal ligation (placement of two ulka clips on right tube after polyp resection) since (B)(6)2015. In (B)(6)2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2005, the patient experienced complication of device insertion ("impossible to place insert on right, benign polyp blocking the tube"). In 2006, the patient experienced the first episode of bone pain ("right femoral pain"). In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), premenstrual headache ("for the past 10 years, from ovulation to menstruation: headaches"), abdominal discomfort ("for the past 10 years, from ovulation to menstruation: feeling of gastro-enteritis"), neck pain ("right neck pain"), the first episode of dizziness ("dizzy spells") and nausea ("for the past 10 years, from ovulation to menstruation: nausea"). In 2008, the patient experienced haemorrhoids thrombosed ("thrombosed haemorrhoids"). In 2009, the patient experienced abdominal pain upper ("stomach pain") and the first episode of musculoskeletal pain ("left shoulder pain"). In 2010, the patient experienced the second episode of dizziness ("feeling of dizziness / feeling of head spinning"). In 2011, the patient experienced spinal pain ("diffuse spinal pain"). In 2012, the patient experienced back pain ("left lower back pain"), fatigue ("sick leave due to exhaustion"), pain in extremity ("sick leave due to left leg pain") and syncope ("fainting spell in street with dizziness") with dizziness. In 2013, the patient experienced metrorrhagia ("metrorrhagia"). In 2015, the patient experienced the second episode of bone pain ("pain in humerus and epicondyle on left"). In 2016, the patient experienced postoperative wound complication (seriousness criterion medically significant). In 2017, the patient experienced humerus fracture (seriousness criterion medically significant), bartholin's cyst ("bartholin¿s cyst") and fall ("falling one step while going up stairs"). On an unknown date, the patient experienced the second episode of musculoskeletal pain ("joint and muscle pain"), malaise ("malaise"), irritability ("permanent irritability"), headache ("headaches") and arthralgia ("violent knee pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6)2017 and in 2017, placement of pin placement of pin for triple humerus fracture). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the abdominal pain, humerus fracture, postoperative wound complication, complication of device insertion, back pain, premenstrual headache, abdominal discomfort, neck pain, haemorrhoids thrombosed, abdominal pain upper, the last episode of dizziness, spinal pain, fatigue, pain in extremity, syncope, metrorrhagia, the last episode of bone pain, bartholin's cyst, nausea, the last episode of musculoskeletal pain, fall, malaise, irritability, pelvic pain, headache and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, bartholin's cyst, complication of device insertion, fall, fatigue, haemorrhoids thrombosed, humerus fracture, metrorrhagia, neck pain, pain in extremity, postoperative wound complication, spinal pain, syncope, the first episode of bone pain, the first episode of dizziness, the first episode of musculoskeletal pain, the second episode of bone pain, the second episode of dizziness and the second episode of musculoskeletal pain with essure (ess205). The reporter considered abdominal discomfort, abdominal pain, arthralgia, headache, irritability, malaise, nausea, pelvic pain and premenstrual headache to be related to essure (ess205). The reporter commented: health difficulties since placement of essure. For the past 10 years, from ovulation to menstruation, nausea, headaches, abdominal pain, feeling of gastro-enteritis. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in 2008: results: no menopause. Ultrasound abdomen - in 2009: results: due to stomach pain: no result. X-ray - in 2006: results: abdomen, right hip, right femur. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: during a cluster reconciliation, and following confirmation from the local health authorities, case (B)(4) was identified as duplicate of this case and will be deleted from argus. All information was transferred to this remaining case. Stop date for essure added and new events added (malaise, permanent irritability, violent knee pain and headaches)legacy device report number: (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1704145) on 03-apr-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("for the past 10 years, from ovulation to menstruation: abdominal pain"), device breakage ("left essure insert broke during removal attempt"), embedded device ("essure insert was found in myometrium"), device expulsion ("essure insert was found in myometrium"), humerus fracture ("triple fracture of left humerus after falling on stairs") and postoperative wound complication ("partial necrosis of left nipple after breast reduction") in a 51-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included benign polyp of uterus. Anteverted and anteflexed uterus. Previously administered products included for an unreported indication: gynefix. Concurrent conditions included uterine polypectomy (resection of a benign polyp blocking the right tube) since (B)(6) 2015, breast reduction and tubal ligation (placement of two ulka clips on right tube after polyp resection) since (B)(6) 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In june 2005, the patient experienced complication of device insertion ("impossible to place insert on right, benign polyp blocking the tube"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2006, the patient experienced the first episode of bone pain ("right femoral pain"). In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), premenstrual headache ("for the past 10 years, from ovulation to menstruation: headaches"), abdominal discomfort ("for the past 10 years, from ovulation to menstruation: feeling of gastro-enteritis"), neck pain ("right neck pain"), the first episode of dizziness ("dizzy spells") and nausea ("for the past 10 years, from ovulation to menstruation: nausea"). In 2008, the patient experienced haemorrhoids thrombosed ("thrombosed haemorrhoids"). In 2009, the patient experienced abdominal pain upper ("stomach pain") and the first episode of musculoskeletal pain ("left shoulder pain"). In 2010, the patient experienced the second episode of dizziness ("feeling of dizziness / feeling of head spinning"). In 2011, the patient experienced spinal pain ("diffuse spinal pain"). In 2012, the patient experienced back pain ("left lower back pain"), fatigue ("sick leave due to exhaustion"), pain in extremity ("sick leave due to left leg pain") and syncope ("fainting spell in street with dizziness") with dizziness. In 2013, the patient experienced metrorrhagia ("metrorrhagia"). In 2015, the patient experienced the second episode of bone pain ("pain in humerus and epicondyle on left"). In 2016, the patient experienced postoperative wound complication (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 11 years 9 months after insertion of essure (ess205). In 2017, the patient experienced humerus fracture (seriousness criterion medically significant), bartholin's cyst ("bartholin¿s cyst") and fall ("falling one step while going up stairs"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), the second episode of musculoskeletal pain ("joint and muscle pain"), malaise ("malaise"), irritability ("permanent irritability"), headache ("headaches"), arthralgia ("violent knee pain"), uterine adhesions ("synechiae on left") and adenomyosis ("subendometrial macrocyst in interstitial part of left tube suggesting adenomyosis"). The patient was treated with surgery (in 2017, pin placement for triple humerus fracture, total hysterectomy was to be performed on (B)(6) 2017 and hysterescopy, bilateral salpingectomy via laparoscopy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, device breakage, embedded device, device expulsion, humerus fracture, postoperative wound complication, complication of device insertion, back pain, premenstrual headache, abdominal discomfort, neck pain, haemorrhoids thrombosed, abdominal pain upper, the last episode of dizziness, spinal pain, fatigue, pain in extremity, syncope, metrorrhagia, the last episode of bone pain, bartholin's cyst, nausea, the last episode of musculoskeletal pain, fall, malaise, irritability, headache, arthralgia, uterine adhesions and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, bartholin's cyst, complication of device insertion, fall, fatigue, haemorrhoids thrombosed, humerus fracture, metrorrhagia, neck pain, pain in extremity, postoperative wound complication, spinal pain, syncope, the first episode of bone pain, the first episode of dizziness, the first episode of musculoskeletal pain, the second episode of bone pain, the second episode of dizziness and the second episode of musculoskeletal pain with essure (ess205). The reporter considered abdominal discomfort, abdominal pain, adenomyosis, arthralgia, device breakage, device expulsion, embedded device, headache, irritability, malaise, nausea, pelvic pain, premenstrual headache and uterine adhesions to be related to essure (ess205). The reporter commented: health difficulties since placement of essure. For the past 10 years, from ovulation to menstruation, nausea, headaches, abdominal pain, feeling of gastro-enteritis. On (B)(6) 2017: hysterescopy, bilateral salpingectomy via laparoscopy, removal of left essure and removal two intra-abdominal clips was performed. The synechia was seen during hysterecopy. The clips were no more in the tube but in the douglas area. Essure was not seen. It was finally found in myometrium. The essure was partially removed but broke during the intervention and it was not possible to remove the remaining part of the inserts. Removal of the two clips was performed. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in 2008: no menopause. Pathology test - on an unknown date: both fallopian tubes showed nothing remarkable.. Ultrasound abdomen - in 2009: due to stomach pain: no result. Ultrasound pelvis - on (B)(6) 2017: subendometrial macrocyst in interstitial part of left tube suggesting adenomyosis. Bartholin's cyst was found on left, measuring 23x18x21 mm. X-ray - in 2006: abdomen, right hip, right femur. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: new information from lawyer via legal department: medical history was provided (uterine position was provided). Pelvic ultrasound and pathology report were provided. Essure removal procedure details were provided. New events were added: adenomyosis, device breakage, embedded device, device expulsion, and uterine adhesions. After internal review, event pelvic pain was upgraded to incident event; update of FDA codes. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 21-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("for the past 10 years, from ovulation to menstruation: abdominal pain"), device breakage ("left essure insert broke during removal attempt"), embedded device ("essure insert was found in myometrium"), device expulsion ("essure insert was found in myometrium"), humerus fracture ("triple fracture of left humerus after falling on stairs") and postoperative wound complication ("partial necrosis of left nipple after breast reduction") in a 51-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included benign polyp of uterus. Anteverted and anteflexed uterus. Previously administered products included for an unreported indication: gynefix. Concurrent conditions included uterine polypectomy (resection of a benign polyp blocking the right tube) since (B)(6) 2015, breast reduction and tubal ligation (placement of two ulka clips on right tube after polyp resection) since (B)(6) 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced complication of device insertion ("impossible to place insert on right, benign polyp blocking the tube"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2006, the patient experienced the first episode of bone pain ("right femoral pain"). In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), premenstrual headache ("for the past 10 years, from ovulation to menstruation: headaches"), abdominal discomfort ("for the past 10 years, from ovulation to menstruation: feeling of gastro-enteritis"), neck pain ("right neck pain"), the first episode of dizziness ("dizzy spells") and nausea ("for the past 10 years, from ovulation to menstruation: nausea"). In 2008, the patient experienced haemorrhoids thrombosed ("thrombosed haemorrhoids"). In 2009, the patient experienced abdominal pain upper ("stomach pain") and the first episode of musculoskeletal pain ("left shoulder pain"). In 2010, the patient experienced the second episode of dizziness ("feeling of dizziness / feeling of head spinning"). In 2011, the patient experienced spinal pain ("diffuse spinal pain"). In 2012, the patient experienced back pain ("left lower back pain"), fatigue ("sick leave due to exhaustion"), pain in extremity ("sick leave due to left leg pain") and syncope ("fainting spell in street with dizziness") with dizziness. In 2013, the patient experienced metrorrhagia ("metrorrhagia"). In 2015, the patient experienced the second episode of bone pain ("pain in humerus and epicondyle on left"). In 2016, the patient experienced postoperative wound complication (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("left essure insert broke during removal attempt"), 11 years 9 months after insertion of essure (ess205). In 2017, the patient experienced humerus fracture (seriousness criterion medically significant), bartholin's cyst ("bartholin¿s cyst") and fall ("falling one step while going up stairs"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), the second episode of musculoskeletal pain ("joint and muscle pain"), malaise ("malaise"), irritability ("permanent irritability"), headache ("headaches"), arthralgia ("violent knee pain"), uterine adhesions ("synechiae on left") and adenomyosis ("subendometrial macrocyst in interstitial part of left tube suggesting adenomyosis"). The patient was treated with surgery (in 2017, pin placement for triple humerus fracture, total hysterectomy was to be performed on (B)(6) 2017 and hysterescopy, bilateral salpingectomy via laparoscopy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, device breakage, embedded device, device expulsion, humerus fracture, postoperative wound complication, complication of device insertion, back pain, premenstrual headache, abdominal discomfort, neck pain, haemorrhoids thrombosed, abdominal pain upper, the last episode of dizziness, spinal pain, fatigue, pain in extremity, syncope, metrorrhagia, the last episode of bone pain, bartholin's cyst, nausea, the last episode of musculoskeletal pain, fall, malaise, irritability, headache, arthralgia, uterine adhesions, adenomyosis and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, back pain, bartholin's cyst, complication of device insertion, fall, fatigue, haemorrhoids thrombosed, humerus fracture, metrorrhagia, neck pain, pain in extremity, postoperative wound complication, spinal pain, syncope, the first episode of bone pain, the first episode of dizziness, the first episode of musculoskeletal pain, the second episode of bone pain, the second episode of dizziness and the second episode of musculoskeletal pain with essure (ess205). The reporter considered abdominal discomfort, abdominal pain, adenomyosis, arthralgia, complication of device removal, device breakage, device expulsion, embedded device, headache, irritability, malaise, nausea, pelvic pain, premenstrual headache and uterine adhesions to be related to essure (ess205). The reporter commented: health difficulties since placement of essure. For the past 10 years, from ovulation to menstruation, nausea, headaches, abdominal pain, feeling of gastro-enteritis. On (B)(6) 2017: hysterescopy, bilateral salpingectomy via laparoscopy, removal of left essure and removal two intra-abdominal clips was performed. The synechia was seen during hysterecopy. The clips were no more in the tube but in the douglas area. Essure was not seen. It was finally found in myometrium. The essure was partially removed but broke during the intervention and it was not possible to remove the remaining part of the inserts. Removal of the two clips was performed. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in 2008: no menopause. Pathology test - on an unknown date: both fallopian tubes showed nothing remarkable.. Ultrasound abdomen - in 2009: due to stomach pain: no result. Ultrasound pelvis - on (B)(6) 2017: subendometrial macrocyst in interstitial part of left tube suggesting adenomyosis. Bartholin's cyst was found on left, measuring 23x18x21 mm. X-ray - in 2006: abdomen, right hip, right femur. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. A review of our complaint records and other nonconformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Discomfort, neck pain, haemorrhoids thrombosed, abdominal pain upper, the last episode of dizziness, spinal pain, fatigue, pain in extremity, syncope, metrorrhagia, the last episode of bone pain, bartholin's cyst, nausea, the last episode of musculoskeletal pain and fall outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, nausea and premenstrual headache to be related to essure (ess205). The reporter provided no causality assessment for abdominal pain upper, back pain, bartholin's cyst, complication of device insertion, fall, fatigue, haemorrhoids thrombosed, humerus fracture, metrorrhagia, neck pain, pain in extremity, postoperative wound complication, spinal pain, syncope, the first episode of bone pain, the first episode of dizziness, the first episode of musculoskeletal pain, the second episode of bone pain, the second episode of dizziness and the second episode of musculoskeletal pain with essure (ess205). The reporter commented: health difficulties since placement of essure. For the past 10 years, from ovulation to menstruation, nausea, headaches, abdominal pain, feeling of gastro-enteritis. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in 2008: no menopause. Ultrasound abdomen - in 2009: due to stomach pain: no result. X-ray - in 2006: abdomen, right hip, right femur. In 2007, right neck pain with dizzy spells, no abnormality detected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 31_may_2017 for the following meddra preferred term: abdominal pain: the analysis in the global safety database revealed 1050 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported relevant medical events cannot be totally excluded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2017: quality safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("for the past 10 years, from ovulation to menstruation: abdominal pain"), humerus fracture ("triple fracture of left humerus after falling on stairs") and postoperative wound complication ("partial necrosis of left nipple after breast reduction") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included benign polyp of uterus. Concurrent conditions included uterine polypectomy (resection of a benign polyp blocking the right tube) since (B)(6) 2015, breast reduction and tubal ligation (placement of two ulka clips on right tube after polyp resection) since (B)(6) 2015. In (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced complication of device insertion ("impossible to place insert on right, benign polyp blocking the tube"). In 2006, the patient experienced the first episode of bone pain ("right femoral pain"). In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("for the past 10 years, from ovulation to menstruation: headaches"), abdominal discomfort ("for the past 10 years, from ovulation to menstruation: feeling of gastro-enteritis"), neck pain ("right neck pain"), the first episode of dizziness ("dizzy spells") and nausea ("for the past 10 years, from ovulation to menstruation: nausea"). In 2008, the patient experienced haemorrhoids thrombosed ("thrombosed haemorrhoids"). In 2009, the patient experienced abdominal pain upper ("stomach pain") and the first episode of musculoskeletal pain ("left shoulder pain"). In 2010, the patient experienced the second episode of dizziness ("feeling of dizziness / feeling of head spinning"). In 2011, the patient experienced spinal pain ("diffuse spinal pain"). In 2012, the patient experienced back pain ("left lower back pain"), fatigue ("sick leave due to exhaustion"), pain in extremity ("sick leave due to left leg pain") and syncope ("fainting spell in street with dizziness") with dizziness. In 2013, the patient experienced metrorrhagia ("metrorrhagia"). In 2015, the patient experienced the second episode of bone pain ("pain in humerus and epicondyle on left"). In 2016, the patient experienced postoperative wound complication (seriousness criterion medically significant). In 2017, the patient experienced humerus fracture (seriousness criterion medically significant), bartholin's cyst ("bartholin's cyst") and fall ("falling one step while going up stairs"). On an unknown date, the patient experienced the second episode of musculoskeletal pain ("joint and muscle pain"). The patient was treated with surgery (bilateral salpingectomy scheduled for (B)(6) 2017) and surgery (in 2017, placement of pin placement of pin for triple humerus fracture). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, humerus fracture, postoperative wound complication, complication of device insertion, back pain, headache, abdominal discomfort, neck pain, haemorrhoids thrombosed, abdominal pain upper, the last episode of dizziness, spinal pain, fatigue, pain in extremity, syncope, metrorrhagia, the last episode of bone pain, bartholin's cyst, nausea, the last episode of musculoskeletal pain and fall outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, headache and nausea to be related to essure (ess205). The reporter provided no causality assessment for abdominal pain upper, back pain, bartholin's cyst, complication of device insertion, fall, fatigue, haemorrhoids thrombosed, humerus fracture, metrorrhagia, neck pain, pain in extremity, postoperative wound complication, spinal pain, syncope, the first episode of bone pain, the first episode of dizziness, the first episode of musculoskeletal pain, the second episode of bone pain, the second episode of dizziness and the second episode of musculoskeletal pain with essure (ess205). The reporter commented: health difficulties since placement of essure. For the past 10 years, from ovulation to menstruation, nausea, headaches, abdominal pain, feeling of gastro-enteritis. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in 2008: no menopause. Ultrasound abdomen - in 2009: due to stomach pain: no result. X-ray - in 2006: abdomen, right hip, right femur . In 2007, right neck pain with dizzy spells, no abnormality detected. Further company follow-up with the regulatory authority is not possible. Company causality comment: this consumer report, received via health authority (ha), refers to a (B)(6) female patient who had one essure (fallopian tube occlusion inserts) inserted on the left side and experienced for the past 10 years abdominal pain; triple fracture of left humerus after falling on stairs; and partial necrosis of left nipple after breast reduction. A salpingectomy was planned. Abdominal pain, serious due to medical significance, is anticipated in the safety reference information of essure. Humerus fracture and postoperative nipple necrosis, serious due to medical significance, are unanticipated events. Abdominal, pelvic, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (gynecological and non-gynecological) are also possible. In this particular case, the consumer mentioned that some investigations through the years proved negative, thus, in view of the chronic course of the abdominal pain and in the lack of alternative reasons, a causality of essure cannot be excluded (related). Considering the other two serious events, these had resulted from causes independent of essure, therefore their causality was assessed as unrelated. Numerous additional events were reported, non-serious, mostly of non-gynecological nature. This case was regarded as incident, since surgical device removal was scheduled. A product technical analysis is awaited. No active follow-up can be pursued in this ha case.